Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump were not delivering insulin. Blood glucose level at the time of the call was 363 mg/dl. Customer was treated with manual injection. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer will continue the use of device.